Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. Current pump history shows typical usage alarms. The total daily dose adds up correctly and reflects the uses programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. The display screen has a dim/pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient claimed she had a few low blood glucose episodes for the last few days since she received her new insulin pump. Reportedly, two days ago she spoke with a cts who noted his insulin pump was off by 12 hours. She expected the low blood glucose to resolve but she continued to wake up with blood glucose in the 30 mg/dl range and at time 40 mg/dl. She was able to correct the blood glucose herself without any assistance from emt. During troubleshooting, the patient claimed she lowered her basal rate from 1.75 to 0.525 after the alleged low blood glucose. Subsequently, she awoke with a blood glucose reading in the 200 mg/dl range. The patient plans to change her 10:30 pm basal to 0.525. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to possible use error and because the patient had low blood glucose reading below 40 mg/dl while on insulin pump therapy.